Manufacturer narrative:
Polarmap catheter was evaluated by boston scientific. Upon receipt, the polarmap was visually inspected for any damage that could have led to the signal issues seen in the field. The polarmap had significant damage in multiple locations. There was an extreme kink in the nitinol shaft of the polarmap. The polarmap electrode loop was also severely damaged. It did not retain circular shape and appeared to have stretching damage. The polarmap was then functionally tested with a digital multimeter in attempt to observe the signal issues. The polarmap had high impedance and multiple open electrodes which would lead to signal issues. Laboratory analysis was able to confirm the reported clinical observation.

Event description:
Reportable based on analysis completed on (B)(6) 2023. It was reported that during a procedure with a polarmap catheter, when the catheter was advanced into the right superior pulmonary vein after right inferior pulmonary vein cooling, the potential of no.2 electrode could not be viewed, so the procedure was continued as it was. However, when the procedure was performed into the left superior pulmonary vein, the potentials of no.3 and 4 were also unable to be viewed and all potentials could not be viewed when performed into the left inferior pulmonary vein, so the polarmap was replaced. The procedure was completed successfully with no patient complications. Catheter was returned for laboratory analysis. Product investigation found the device also had major damage in the shaft and to the electrode loop.